Event description:
It was reported that a pump had occlusion issues and needed replacement. There was no adverse impact to the customer¿s blood glucose level. The customer service agent arranged for the pump to be replaced.